Event description:
In 2008, the patient reported that, while removing the insulin cartridge from her infusion device, the plunger remained attached to the piston rod in the cartridge chamber. She stated a small amount of insulin spilled into the cartridge chamber which she poured out immediately and then dried the chamber with a cotton swab. The patient was unable to remove the plunger from the piston rod while on the call and she was assisted with setting up and then switching to her backup infusion device. On follow up with the patient, she was assisted in detaching the plunger from the piston rod. She stated she will switch back to her primary device when it is time to change her insulin cartridge. The patient did not report blood glucose concerns related to this issue. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.